Manufacturer narrative:
(B)(6). Implanted 2006. Explanted 2011. Concomitant medical product: unknown zimmer tibial component catalog # unk lot # unk; kne-zimmer-tibial tray-unk catalog # unk lot # unk. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Complaint sample was evaluated and the reported event was confirmed. The photos showed an rhk femoral component and a stem extension. On photo shows that the hinge system is still attached to the femoral component. A photo of the backside of the femoral component shows that bone cement and potentially bone is still attached to it. Both parts are still covered with blood and bloody tissue, which prevent further evaluation of these components. Radiographic evaluation noted the left tibial component shows signs of radiolucency at the cement-bone and metal bone interfaces which are concern for loosening as well as cortical hypertrophy of the left mid tibial shaft at the level of the distal femoral stem which may be a bony response to loosening but is not specific for loosening. These photos and images support the fact that the patient was revised, but they do not permit the identification of the components. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 05980, 0001822565 - 2017 - 07804.

Event description:
It was reported the patient had a primary knee replacement and was revised five years later for unknown reason. Femoral implant was removed. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
Date of event occurred in 2011. The patient was implanted on an unknown date in 2006. : the patient was revised on an unknown date in 2011. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.